Event description:
The stent was engaged for deployment before it was in the desired location. The age and the gender of the pt are unk. The target lesion location is unk. Possibly during prep or when being advanced through the sheath the stent was partially deployed. The product was properly inspected prior to use and no anomalies were found. The packaging was not damaged. The locking pin was removed prior to insertion. Rather than going ahead and deploying they elected to pull another unit and not risk further complication. The product was not used in the pt.

Manufacturer narrative:
The product is available for eval and testing; however, it has not been received to date (which is indicated. Additional info will be submitted within 30 days of receipt.